Event description:
It was reported that the vigileo monitor located in the ICU powered on although no audible sound was heard. The only indicator that the unit was ¿on¿ was the observation of the green power light, illuminated on the front of the monitor. Additional information was unable to be obtained, as the end user was unknown because the device was left with on a note on it indicating that water spilled, allegedly resulting in smoking and fire. However, the biomed stated that he did not see any fire or smoke and reasoned that there may have been a burning smell and that ¿something might have spilt on the unit.¿ no patient injury was reported.

Manufacturer narrative:
One vigileo monitor was received for evaluation. The examination revealed that the root cause of the failure of the unit was due to spilled liquid on the main board. Component u38 was contaminated and corroded. There was no evidence of smoke or a burned mark on component u38 on the main board. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The complaint was confirmed by evaluation. There is no indication of a manufacturing defect that was noted during the analysis. No further actions will be taken at this time.

Manufacturer narrative:
Examination of the monitor was not completed at the time of submission. A follow-up submission will communicate the results of the device history record review, investigation, and conclusion.